Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the air/water cylinder had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the investigation results, no nonconformance were found related to this complaint. No further escalation is required. None of the failures additionally identified during device inspection are subject to investigation. However, all failed inspection test steps are documented in the as investigated codes. A labeling review was conducted. No anomalies were identified. The most probable cause of the identified failure is cause traced to failure to follow instructions. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.